Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that post implant, the atrial lead exhibited loss of capture. The lead was removed.